Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: (B)(6) 2017: litigation record received. Litigation alleges pain and elevated metal ion levels. Corrosion and metal staining of the tissue around the base of neck was also reported. Update jan 22, 2018: pfs and medical records received. In addition to what were previously alleged, pfs alleges limited mobility and impaired adl. After the review of medical records, it was stated that the patient was revised to address taper corrosion and pain. Revision notes reported taper corrosion and metal staining of the tissues. It was also reported that the liner had been impacted in a slightly off access position and was extremely difficult to remove. The screw in the cup was stripped and the cup was well fixed. There are no lab results provided. Doi: (B)(6) 2009; dor: (B)(6) 2017; left hip. This complaint was updated on: february 01, 2018.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  Additional narrative:  UDI: (B)(4).

Event description:
Ppf alleges pseudotumor and metal wear/metallosis. Added lawyer and law firm. Updated associated contacts, patient identifier, patient harm and pec for the head and liner.